Manufacturer narrative:
This initial emdr is being submitted to FDA for outside us like products reporting. Haptic damage is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). IFU not followed - it was noted that hpmc was used. The precautions section of the product's instructions for use (IFU) states: the lens has been validated with sodium hyaluronate ophthalmic viscosurgical devices (ovds); the use of other ovds and lubricants may cause damage to the lens and potential complications during implantation. Regarding section h6 - manufacturer's codes for: type of investigation, findings, and conclusion are pending completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Event occurred in germany. It was noted that hpmc was used. A broken haptic during use was reported. A secondary surgery required on future date. Patient impact: insufficient information.

Manufacturer narrative:
Tthis follow-up #1 emdr is being submitted to FDA for an event that occurred outside of the USA. The report includes additional information not available/included in the initial report. Additional information: g6 - type of report - noted as follow-up #1. H2 - type of follow-up - noted for additional information. H3 - indicated device not returned. H6 - added codes for manufacturer's investigation: type; findings; and conclusion. The product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6); model: 251). We also confirmed there were not any abnormalities on the loop pull strength test record of the material lot. (Syvb-g115-11). The exact root cause of the event was not determined. However, based on available information, we believe this event was not caused by our product quality. CAPA-23-0017 has been initiated for damaged haptics complaints.

Event description:
Event occurred in germany it was noted that hpmc was used. A broken haptic during use was reported. A secondary surgery required on future date; patient impact: insufficient information.